Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A review of the customer¿s sample preparation revealed a deviation from the sample tube manufacturer's specification. For the centrifugation force, the customer used 4000g for 5 minutes. The manufacturer's specification requirement is 1800¿2200g for 10¿15 minutes. For tube mixing, the customer performed 3¿5 inversions. The manufacturer's specification requirement is 5¿10 inversions. The high centrifugal force (4000g) caused the separator gel to become unstable, leading to gel droplets migrating into the serum layer and coating the sample probe. Insufficient tube inversions and shortened centrifugation time resulted in latent fibrin formation and incomplete separation. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. Because the resolution required replacing the contaminated sample probe, re-adjusting the cell rinse station, and decontaminating the flow paths, a hardware contributing factor cannot be entirely excluded.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). A field service engineer (fse) determined that the sample probe was coated with gel and replaced it. The cell rinse station fluidics were reviewed and re-adjusted. Decontamination of the sample and reagent flow paths was also completed. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 503 analytical unit for two patients. Patient 1's initial result was 2.22 mg/dl, and the repeat result was 0.705 mg/dl. Additional repeat results were 0.708 mg/dl, 0.701 mg/dl, and 0.695 mg/dl. Patient 2's initial result on (B)(6) 2026 was 2.35 mg/dl, and the repeat result was 1.22 mg/dl. The repeat results were deemed to be correct.